Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to calcification in the anatomy. The 2.5 x 20 mm trek rx referenced is being filed under a separate medwatch report.

Event description:
It was reported the procedure was to treat a lesion with heavy tortuosity and mild calcium in the distal left anterior descending (lad) coronary artery. The 2.5 x 38 mm xience alpine was advanced; however, the shaft broke during the unsuccessful attempt to cross the lesion. Another 2.5 x 38 mm xience crossed the lesion successfully. The 2.5 x 20 mm trek balloon catheter was advanced, but could not cross the lesion and the shaft broke as well. A 2.5 x 20 mm trek was able to cross the lesion to complete the procedure. The devices were able to be withdrawn from the patient anatomy as the shafts broke outside the patient. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.